Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown colorectal procedure, the trocar was losing air through the main seal and the trocar threads seemed worn down. The same device was used to complete the procedure. There were no patient consequences reported.